Event description:
The pt was revised because of pain, swelling, and instability.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported event based on the provided info; however, provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.